Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances greater than 125 ohms on the right ventricular (rv) channel. A revision procedure was performed to check the rv lead connection and after reconnecting the lead the shock impedance was within normal limits. Both the rv lead and this ICD remain in service. No additional adverse patient effects were reported.